Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) intermittently stopped compressions was confirmed during the functional testing and the archive data review. Based on the archive data, the platform stopped compressions due to fault 27 (encoder fault). The root cause of the fault code was an out-of-specification brake gap that could not be adjusted due to a malfunctioning drive train motor. Upon visual inspection, no physical damage was noted. The archive data indicated fault 27 and multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). The ua07 is unrelated to the reported complaint and was not reproduced during the functional testing at zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. The autopulse platform failed functional testing due to fault 27 displayed upon powering on. The drive train motor needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) intermittently stopped compressions. During patient use, the autopulse platform started compressions but then stopped. The customer couldn't recall if an error message was shown on the platform's display at the time of the incident. The crew adjusted the lifeband and re-positioned the patient on the platform, but the autopulse platform wouldn't provide compressions. The batteries used at the time of the event were known to work. The crew had to revert to manual CPR since the board wouldn't compress. There weren't any adverse effects on the patient. The crew was able to replicate the issue using a training manikin. The customer tested the autopulse platform with two newer batteries that are part of their battery rotation, but the issue occurred with the new batteries regardless. The autopulse platform has been taken out of service.